Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while inserting the syringe needle through the cartridge septum. Customer changed the cartridge and syringe needle. Insulin delivery was resumed. There was no reported impact to customer's blood glucose.

Event description:
It was reported that the pump touchscreen blacks out and the data on the display was missing.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged occlusion and touch screen issues could not be verified. Alleged fill resistance could not be verified as cartridge was not returned for investigation.